Manufacturer narrative:
(B)(4). No conclusion code available; no failure event observed. A partial lead with the connector pin measuring 9.5cm was returned for analysis. Insulation abrasion was noted at 7.4cm and 8.4cm from the connector pin. The outer coil was exposed at this location.

Event description:
This report is to advise of an event observed during analysis.